Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose ranged between 280-300 mg/dl. System check was performed by tandem technical support and no issues were identified. Customer successfully changed the pump supplies and resumed insulin delivery after the system check.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.